Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead located in the rv-his bundle exhibited high bundle thresholds. It was also reported that the implantable pulse generator (ipg) exhibited high outputs and was removed early as a result of this. The ra lead remains in use and the implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.